Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 377760, lot#: v017539, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 03-oct-2011, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 22-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had originally started with a spinal cord stimulator which was implanted on (B)(6) 2007 and it worked great until a year and half or two years after being implanted. The patient noted that it kept shifting from one side of his spinal cord to the other, but that was because of his anatomy, not the device. Manufacturer records indicate that the percutaneous leads had been replaced with a surgical lead on (B)(6) 2007. There were no further complications reported or anticipated.